Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On (B)(6) 2023 the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.